Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully implanted. At an unspecified time point post procedure, the patient began to show symptoms of a stroke while in recovery. The implanting physician and imaging physician noted that there was nothing abnormal seen on imaging or during flushing aspects of the procedure, heparin was given in a timely fashion before transeptal and activated clotting time (act) was 300 seconds soon after transeptal. A second physician completed a computed tomography angiography (cta) scan on the patient noting that the imaging was negative for a stroke but did observe small global emboli. Tissue plasminogen activator (tpa) was given to the patient to treat the emboli. The patient's symptoms resolved later in the day and the patient was reported to be in a normal stable condition.